Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/29/2019. Patient code: 2240, 1695,1862, 2001, 1685, 3191- migration. Additional narrative: it was reported that following insertion the patient experienced hernia recurrence, adhesions, fistula, migration, perforation, and abdominal pain. It was reported that patient underwent revision of mesh on (B)(6) 2015 and (B)(6) 2019. Mwr-(B)(4) represents the adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) represents the adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.